Event description:
The reporter contacted animas on (B)(6) 2012 reporting that on (B)(6) 2012, the patient experienced a low blood glucose of 1.9 mmol/l requiring administration of glucagon; the reporter stated that at the time of the event the patient was acting drunk, fell off the couch, and was peeing. After glucagon was administered, the patient's blood glucose reported increased to 9.9 mmol/l. The reporter indicated that the patient was new to pump therapy and the health care provider was still making adjustments to the patient's insulin regimen. No further information was provided at this time and troubleshooting was unable to be completed. This report is made based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there was no available pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed inconsistencies due to an unrelated time and date issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.